Event description:
Customer's mother reported the hospitalization due to low blood glucose. The previous evening customer had high blood glucose reading of 300 mg/dl. Customer treated high with 21 units of insulin. Caller checked on customer in the morning, she was foaming at the mouth and unresponsive. Paramedics were called to transport customer to the hospital. Caller stated that the low blood glucose event restricted oxygen to the brain. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.